Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1549.

Manufacturer narrative:
The device manufacture and expiration dates are unknown. Visual examination of the returned device revealed that hydra jag wire was stuck inside the guide catheter. Further examination revealed that the guide catheter and push wire had detached from the push catheter. The customer complaint was confirmed. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on october 4, 2008 that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure performed the month prior. According to the complaint, the jacket of the guidewire used in the procedure "shredded". The "stent tangled around the guidewire". "Stent coming back still tangled around the guidewire". The procedure was completed with a different device (manufacturer unknown). The patient's condition at the conclusion of the procedure was reported to be "okay".